Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for mucosal dissection during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the front end could not fall off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip coult not fall off.

Manufacturer narrative:
Block h2: block b5 (describe event or problem), block e1 (initial reporter address 1 and 2, initial reporter city and initial reporter zip/post code) and block h6 (device codes) has been updated based on the additional information received on february 4, 2025. Block h11: block b5 was updated to include additional information received on february 4, 2025. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for mucosal dissection during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the front end could not fall off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 4, 2025: it was clarified that the clip could not fully open thus the reason why the clip could not be released from the catheter.